Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no alert/notification occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. On (B)(6) 2024, the patient was unaware of her surroundings, dizzy, had difficulty talking/moving, and felt she was ¿near coma¿. The patient¿s husband tested the patient¿s bg (blood glucose) meter reading, which was 30 mg/dl. The patient's cgm (continuous glucose monitor) was reading low mg/dl, however, the patient did not hear any low alerts notifying her of her hypoglycemic state. The patient¿s husband called ems (emergency medical service). While waiting for ems to arrive, the patient¿s husband gave her orange juice to drink. After treatment, the patient¿s bg meter reading rose to 40 mg/dl. By the time ems arrived, the patient was already feeling ¿ok¿ and did not receive any medication or treatment from ems. The patient remained at home and was fine at the time of the report. Data was provided for investigation. The allegation was confirmed via data as a no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available.